Event description:
It was reported that the patient presented in clinic for follow up. Upon review of egms, the right ventricular lead exhibited noise. Isometric testing was able to elicit noise in all programmable lead sensing configurations. During isometric testing, pacing inhibition was observed. Programming changes were made for the time being. It was noted that the patient was pacemaker depended due to complete heart block with no underlying ventricular rhythm. The physician believed that the patient experienced pre syncopal spells due to the performance of the product. The physician determined that the issue was caused by lead failure. The lead was capped and replaced successfully on (B)(6) 2017.